Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was in a car crash and that the pump screen cracked. The customer's blood glucose (bg) level was up to 300 mg/dl and it was addressed with a correction bolus. It was undetermined if the cracked touchscreen or the car crash caused the elevated bg level as the elevated bg occurred after the crash. Reportedly, the customer would continue to use the pump until replacement pump is received.